Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a brief ¿pump defective¿ alarm occurred in the operating room and the issue self-resolved. The automated impella controller subsequently displayed a ¿pump defective¿ alarm and a controller failure alert. The patient survived the procedure.